Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess.) It was reported that the patient tracker would not show as a green bar on the bottom of the monitor after having been placed on the patient's forehead and plugged into the electromagnetic (em) breakout box. The em breakout box and flat emitter were plugged in and listed as green on the emitter details. The non-invasive patient tracker (nipt) would not show green, although a green dot did appear on the em breakout box. Different ports were tried, but they all came up green on the box and not on the monitor. The geometry error was as high as 97, and there was no metal in the field. Moving the mis tower and system away from the surgical bed did not change the reading. The nipt was swapped out for a new one, and this remedied the issue. An immediate green bar appeared and a reading of 0.38 was given. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that the suspected cause was related to the nipt because a new one was opened, and it worked without issue.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA: 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.